Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a battery error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the end user advised device was plugged into a/c power and batteries were charging for unknown period of time. Prior to patient transport, end user turned device 'on' and noticed one of the batteries had marginal capacity. End user decided against utilizing this unit for transport at that time and selected another iabp with full battery capacity. The fse evaluated device and completed battery bay operation check and battery run test. Reported event of "battery error' was not replicated. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.